Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had button and motor error alarm. The customer's blood glucose level was normal at the time of incident. The customer stated that the buttons are not responding and sometimes get stuck and insulin pump received unexplained no delivery alarm. The customer stated that insulin pump rewind louder and received low battery alert. The insulin pump will be returned for analysis.